Event description:
It was reported that the system 6 single trigger rotary switched directions while running, during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Event description:
It was reported that the system 6 single trigger rotary switched directions while running, during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event was duplicated. The device would run in the opposite direction as intended. This was due to a magnet adhesive failure.